Event description:
At the completion of a routine hemodialysis treatment, the operator inadvertently made an error when connecting the cartridge for rinseback of the pt's blood. As a result, an estimated 442 cc of blood was pumped into the saline bag instead of returned to the pt. Treatment was discontinued without completing rinseback. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the event to incorrect connections made for rinseback by the operator. The user's guide provides adequate instructions for making pt connections for treatment and rinseback. Facility staff has provided add'l training. No further problems have been reported. Nxstage medical considers this report closed. No add'l info will be provided.